Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with a report that the pump did not sound an audible alarm tone during an alarm condition. No specific pump programming, or event details were provided. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to an intermittent connection of the buzzer cable and the connector.